Manufacturer narrative:
This report is filed on august 21, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012; the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a lack of connection to the internal device, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplanted the patient with a new device as of the date of this report, (B)(4) 2012.